Event description:
It was reported to intuvie that during preventive maintenance (pm) the z-800f infusion pump pressure sensor failed. There was no patient involvement.

Manufacturer narrative:
During routine preventive maintenance (pm), the z-800f infusion pump pressure test failed. Upon further inspection the main wire harness was corroded and needed to be replaced, along with a few screws and batteries. A review of the device's serial number history revealed one similar complaint (B)(4). The root cause of the issue remains undetermined. Reference to complaint # (B)(4).

Manufacturer narrative:
This supplement serves as a correction as part of our retrospective 2024 compliant remediation. This MDR submission is a duplicate. Please refer to MDR #3006575795-2024-00931 for complete information and details. Reference to complaint # (B)(4).